Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) unit cannot press the start button to make the machine work. No patient was involved.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Due to character limit in block e1 initial reporter full name is (B)(6). A getinge field service engineer (fse) observed and found that ¿the keypad assembly is broken, making it impossible to press the start button to make the machine work. Damaged parts must be replaced before the machine can be used normally. Test the use of the machine. Unable to use. There are broken parts as follows* 1. Keypad assembly cs100, 1 piece broken. The company will make a quotation for spare parts later. We are currently waiting for customer orders. In case if we received any information regarding device repair will reopen the record and update it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine inspection during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit cannot press the start button to make the machine work. There were no injuries.